Event description:
It was reported that before an unknown procedure, error 5 was displayed and the blade was broken off. The broken blade did not left inside the patient. In 2nd device, the tissue pad was partially detached during an unknown procedure. No pieces left inside the patient. Gen04 was used. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.